Event description:
It was reported the device reached elective replacement indicator (eri) after being implanted for less than four years. Also, the left ventricular (lv) lead had high thresholds. The device was explanted and replaced. The lv lead was cut, capped and replaced with a new lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.